Event description:
Boston scientific received information that this device and right ventricular (rv) lead displayed pacing impedance measurements of greater than 2000 ohms and high thresholds when programmed to a bipolar configuration. When the system was reprogrammed to unipolar configuration, pace impedance measurements were 350 ohms and thresholds were normal. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.